Manufacturer narrative:
The device was returned to the resmed technical service center in paris, france and an evaluation was performed. The evaluation determined that the device circuit and flow sensor failure was due to physical damage to the device. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a defective flow sensor and circuit connection. The device was not in use when the fault occurred, therefore, there was no patient involvement.